Manufacturer narrative:
Device received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker, stained address or serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer stated that lip of reservoir was came off and reservoir was loose so cannot put in place. Customer¿s blood glucose was 320mg/dl which was high. Customer advised to discontinue use of the pump and revert to a back-up plan. Customer cannot troubleshoot for high blood glucose. Insulin pump will be return for analysis.